Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of it booting to an error and the micro processing unit was replaced as well as the hard drive reimaged and the software reloaded and updated to resolve. (B)(4).

Event description:
It was reported that the programmer booted to an error which indicated that the user should turn off the programmer and notify the company. The programmer was changed out and returned for service. It was also requested that the programmer receive a test and calibration. No patient complications have been reported as a result of this event.